Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. Moreover, it was found that the catheter was kinked in several sections. The distal tip articulated without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. There was evidence that heat was applied to the outside of the catheter during manufacturing assembly. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass ds procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician noticed that the working channel sleeve was protruding. Reportedly, no part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass ds procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician noticed that the working channel sleeve was protruding. Reportedly, no part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.